Manufacturer narrative:
Open book and critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was exposed to water when customer went swimming and there is now fluid in the battery compartment. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 236 mg/dl. No further details or information available. The device will be returned for analysis.